Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported through the website that she has been experiencing issues with the transmitter charge and signal. The customer was called and she stated she is in the process of replacing the transmitter. The customer then reported she had experienced low blood glucose over the last couple of days. Customer stated low blood glucose started on (B)(6) 2015 night and was at 45 mg/dl. She treated with food. Customer declined troubleshooting for low blood glucose.